Event description:
A wire broke during insertion while attempting to reinsert at a different angle. Wire debris removal was attempted, however, a portion of the wire was left in the patient. This event extended the procedure by 30-45 minutes.

Manufacturer narrative:
Investigative findings: 4247 - this complaint was not escalated to root cause analysis.